Event description:
Reportedly, the defibrillator would not charge when the device standard paddle charge button was pressed. The operator pushed the device front panel charge button with no affect. The operator attempted again and the defibrillator charged successfully. The patient was successfully cardioverted. The reporter stated there were no adverse patient affects resulting from the discrepancy, based upon continued device use.